Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure devices had migrated") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. The patient was treated with surgery (underwent essure removal). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: confirming full occlusion of fallopian tubes on (B)(6) 2012 patient physician sent her for more testing to confirm that the essure micro-inserts were still in place- the result of which revealed that the essure devices had migrated. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.